Event description:
Customer's daughter reported customer was unconscious and unresponsive to attempts to awaken him. It was also reported that the freestyle freedom meter would only power on with the power button, not when a strip was inserted. Customer's daughter reported customer taking sugar and orange juice to counteract his symptoms. There is no report of third party medical intervention or diagnosis of hyper/hypoglycemia.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.